Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
The customer reported that while supporting a patient "leak in iabp circuit" alarm displayed several times. It was resolved when the cs300 intra aortic balloon pump (iabp) did it¿s autofill at the 2 hour interval. No patient harm or adverse event was reported.

Manufacturer narrative:
The customer did not request getinge service in connection with this event. However, the customer has advised that the iabp did not require any evaluation and/or repair after the event occurred and remains in clinical service.

Event description:
The customer reported that while supporting a patient "leak in iabp circuit" alarm displayed several times. It was resolved when the cs300 intra aortic balloon pump (iabp) did it¿s autofill at the 2 hour interval. No patient harm or adverse event was reported.